Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they have not received the same therapeutic benefits as they did during the trial period. Patient said they are still getting up every 2 hours and their sleep is disrupted more since the implant. Patient said they haven't been drinking anything after 7pm. Patient said they've had two utis since the implant and had more utis in the last year than they've had their whole adult life. Patient said they feel like they're sitting on the toilet forever to finish voiding and they can't get everything out of their bladder. Patient said they have to push to void. Patient discussed their lack of therapy relief with their doctor the day after implant and said the following day, they were getting therapeutic benefits and was very happy. But patient said the therapeutic benefits two days after surgery only lasted "a miniscule second" and hasn't received benefits since. Reviewed therapy general overview. Patient said they have changed programs. Patient said they have been waiting 24 hours in between changing programs and leaving stim on the same settings because they are unable to increase stim comfortably. Patient said they would feel an uncomfortable vibration sensation underneath their "sit bone". Patient stated the vibration sensation never goes away. Patient said they feel a warm feeling around where the implant is. Patient said they are not sure the device will work for them and that they might discuss explant with their doctor. Patient expressed dissatisfaction with activity limitations with implant. Patient said they had a follow-up appointment with their doctor 3 weeks post-op, last thursday. Redirected to doctor to discuss activity and therapy concerns.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.